Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported complaint a complaint regarding a leakage of biohazard from the sit not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 05mar2020 to date 05mar2021. Complaint trend: there are 9 complaints related to a leakage not biohazard from the sit not contained within the instrument. Date range from 05mar2020 to date 05mar2021. Manufacturing device history record (DHR) review: DHR part # 659180 serial # (B)(6) file # (B)(4)., was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a worn v8 line. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. Blockage of this tube can commonly cause weakened aspiration of the sit and lead to dripping. The fse (field service engineer) checked the pinch valve tubing, tightened various fittings, and replaced the sheath filter. No parts were requested for evaluation as there were no parts replaced. After the repair the instrument was tested and was performing as expected with no further leaks. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. Proper scheduled cleaning and other maintenance can help in reducing the possibility of blocked pinch valves, and instructions can be found in chapter 13 of the bd facslyric¿ clinical system instructions for use (#23-19938-02 rev. 1/vers. A). The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4). Install date: 28aug2020 defective part number: n/a work order notes: subject / reported: may drip from sit problem description: may drip from sit work performed: I could not confirm the symptom, but I checked the tube connected to the valve that operates during sit flush, tightened the fittings in various places, and since I had not replaced the sheath filter from the time of installation, replace it using the sheath filter stored by the customer. I did it. Cause: I confirmed at bd facslyric that there was dripping from sit. Solution: I could not confirm the dripping from sit, so I checked the pinch valve tube, tightened the fitting, and replaced the sheath filter. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. Tfs ID: 89169 ID: libivd-ra-61 2.1.6 reg¿status: ivd; ruo hazard: exposure to biological sample cause: back drip from injection port (sit) harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drops. Provide instruction for universal precautions. Reg¿link (tfs ID): 93132 libivd-did-262 sample preservation during pause¿¿¿¿ implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir probability: 1 severity: 3 risk index: 3 residual risk evaluation: a new hazards: none mitigation(s) sufficient yes no root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn v8 line. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn v8 line. The fse confirmed the issue and repaired the instrument by checking the pinch valve, tightening various fittings, and replacing the sheath filter. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected. The safety risk is moderate, s3, and there was no impact to customer health or safety. H3 other text : see h.10

Event description:
It was reported while using bd facslyric¿biohzardous was leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from japanese to english: may drip from sit 1. Was the leak fluid or air? Fluid 2. Was the leak contained within the instrument? No 3. Was there spray of fluid under pressure? No 4. What was the fluid that leaked? Biohazard 5. Did biohazard leak before or after waste line? Before waste line 6. Was the waste mixed with decontamination or bleach? No 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facslyric¿biohzardous was leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: may drip from sit was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.